Event description:
Caller reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. The issue was resolved by using a different wall adapter and charging cable, and cts agreed to send a replacement tandem wall adapter and charging cable. The pump began charging, and no further assistance was required.